Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Struts in the mid-section of the stent were distorted, bunched, overlapping and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 580mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-apr-2018. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Due to severe calcification. The procedure was completed with a different device. No patient complication were reported and the patient's status was fine. However, returned device analysis revealed stent damage.